Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a leak from the patient line of the homechoice cassette during peritoneal dialysis therapy. The patient was connected and at dwell one of four of peritoneal dialysis therapy. The patient explained that they believed there was a defect in the line and it began leaking. The defect was described as "not a proper circle and that it had a lip on it instead of being a full circle." The technical service representative assisted with ending the therapy and instructed to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned for analysis; therefore, no evaluation could be performed. Should additional relevant information become available, a supplemental report will be submitted.